Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13208. It was reported that rv lead oversensing was observed via remote transmission when the patient coughed violently. The patient was brought into clinic and programming changes were made. Upon later discussion with tech services, it was determined it could possibly be myopotential oversensing. The patient was seen in an alternative clinic and the oversensing was reproduced with coughing. Programming changes were made and resolved the issue. The patient was fine before, during, and after the visits and will continue to be monitored via remote transmission.